Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch occurred, due to far r-wave oversensing noted on the implantable cardioverter defibrillator. The device was reprogrammed. The patient was asymptomatic to the mode switch and was stable.